Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue in white cable. The system controller (serial number (B)(6) ) was returned for evaluation following the reported event of driveline communication faults. Evaluation of the returned modular cable determined that the root cause was related to wire fatigue with the modular cable and was unrelated to the returned system controller. The system controller was functionally tested and was found to operate a mock loop as intended. Atypical events were unable to be reproduced throughout all testing of the controller. The provided log files, and a log file extracted from the controller during testing, were reviewed, and no atypical events regarding the controller were observed. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication fault alarm while at home. The patient was instructed over the phone to perform a self-test to clear the alarm; the alarm was able to be silenced. The patient visited their clinic, and their modular cable and controller were exchanged which resolved the issue. Related mod cable MFR #: (B)(4).